Event description:
It was reported the patient experienced prolonged charging of his ipg. Due to this issue, he reportedly ceased charging the device. Surgical intervention was undertaken on (B)(6) 2015 to explant and replace the patient's ipg. Effective stimulation was recaptured following the procedure.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.